Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to electromagnetic interference during the patient's use of transcutaneous electrical nerve stimulation (tens) machine on their lower back and legs. The lia triggered due to noise and non-sustained ventricular tachycardia episodes. The lead impedance remained stable. The clinicians confirmed device and lead integrity via remote transmission and the patient was instructed not to use the tens machine. It was noted the patient would not be able to go to the clinic for several months to clear the alert from the cardiac resynchronization therapy defibrillator (crt-d). The crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.